Manufacturer narrative:
Section h6 code 1878 corneal clouding/hazing for central toxic keratopathy (ctk). Follow-up visit was on (B)(6) 2021 and patient presented with ctk on the left eye (os) . A flap lift and rinse was performed. Patient using drops as prescribed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of cloudy os. Patient reported symptoms are not interfering with daily activities. Right eye post-op 20/20 and left eye post-op 20/25.

Manufacturer narrative:
A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/ treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and presented on (B)(6) 2021 with diffuse lamellar keratitis (dlk) on left eye (os) at 1 day post op and was worse by the 3rd day. A herpetic dendrite formed on (B)(6) 2021. The topical steroid dosage was increased and a flap lift and rinse was performed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blur os with no pain, redness or tearing and no history of herpetic keratitis. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2021: right eye pre-op 20/20 -6.50 x -.50 x 145, left eye pre-op 20/20 -6.75 x -.75 x 170. Right eye post-op 20/20, left eye post-op 20/30.